Event description:
A dislodged or fractured catheter was suspected upon examination/palpation on (B)(6) 2013. An x-ray on (B)(6) 2013 revealed "no frank discontinuity"; however the patient¿s catheter was indicated as having dislodged from the intrathecal space. The patient experienced itching, anxiety, and greatly increased tone. Follow-up information indicated that patient also experienced underdosing. Severity of the event was considered to be moderate. The catheter was replaced on (B)(6) 2013. The catheter was disposed of by the hcp. The event was noted as being related to the device (entire catheter), but not related to the implant procedure. The issue had resolved without sequelae as of (B)(6) 2013. Drug delivered via the device was lioresal at a dose rate of 131.9 mcg/day.

Manufacturer narrative:
Concomitant product: catheter model #: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).